Manufacturer narrative:
The event of "capsular contracture and seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown and seroma(late). Also reported, anxiety, varied injuries, inflammation/irritation, edema, pain, and lump/nodule.

Event description:
Patient representative reported "removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: right side capsular contracture baker grade unknown and seroma(late). Also reported, anxiety, varied injuries, inflammation/irritation, edema, pain, and lump/nodule. The device has been explanted.